Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 15 mmol/l, which was treated with manual injection. No significant events leading to the alarm were observed. The most recent blood glucose reading was 6.2 mmol/l. Advised replacement of the insulin pump. The caller stated that she found another insulin pump but was unsure whether it needed to be returned. Nothing further reported.